Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited a screen flickering issue since its commissioning in 2022. The issue remains unresolved. There were no reports of patient harm.